Event description:
It was reported the pump fell out of the customers' pocket and the touch screen became unresponsive. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.